Event description:
It was reported a 355ld was used in a laparoscopic cholecystectomy. It was reported by the affiliate the reset button would not set. So the trocar would not arm. A new trocar was used to finish the case. There was no consequence to the patient.